Manufacturer narrative:
The baxter technician found the valve needed to be replaced. Per the baxter service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the head section slide pivots, self-lubricating bearing, and slider pivot extrusions. Look for damage, and make sure the head section operates correctly. Replace components as necessary. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on sep 23, 2025. It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the valve to resolve the reported event. Based on this information, no further action is required.

Event description:
On (B)(6) 2026, during servicing by baxter, technical service identified that totalcare sport (product code tcsport, serial number (B)(6), had CPR feature inoperative. There was no patient/user injury, medical intervention, symptom, or adverse event reported.